Event description:
It was observed during the device inspection, that the xenon light source exhibited error b30 (scope communication error). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: it is surmised that the issue occurred due to a faulty socket. Olympus will continue to monitor field performance for this device.